Event description:
A medtronic representative reported that during the surgery, surgeon had red status on the emitter and tracking system window. There was no impact to the patient.

Manufacturer narrative:
Patient info not available at time of this report. The emitter was returned for evaluation. The emitter passed performance testing and navigation showed green status. The reported issue was not able to be duplicated by a medtronic representative.